Manufacturer narrative:
(B)(4).

Event description:
The patient has had a several month history of increased pain and recently the hcp tried to aspirate from the cap and was unable to. The hcp took the old dilaudid out of the pump and placed saline in the pump doing a bridge bolus to deliver the remaining dilaudid. Per the hcp there was no concern that the old dilaudid may not have been given, stating they were comfortable that it had been given to the patient. The day of the report they did a cap dye study and were now going to fill the pump with morphine sulfate. Per the hcp the patient had no volume discrepancy at refills within 0.2ml. They dye study was negative with a good spread of dye. The hcp also stated there was some thought the patient maybe tolerant of dilaudid and that was why they were switching to morphine sulfate. Interventions and patient outcome were not reported. Further follow-up is being conducted to obtain information. If additional information is received a follow-up report will be sent.